Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of loose bearings was confirmed. An assessment was performed on the device which found that the device failed cutter insertion test. During repair it was observed that the bearings are worn out and loose creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment, and not allowing the cutter to pass through. The cause of this condition was determined to be due to worn out bearings. The assignable root cause is due to normal use and servicing over time. It was further observed that the device had a drilled tip ¿leg¿. It was determined that this type of damage was due to excessive side loading causing the cutter to flex and to come in contact neuro tip ¿leg¿. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome device had loose bearings. During in-house engineering evaluation it was found that the device failed cutter insertion tests, the bearings were worn out and loose, and the device had a drilled tip ¿leg¿. The event was not related to surgery. It was not reported if there was a delay to planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.